Event description:
It was reported that (1) device was used during a hemidectomy. It was reported by the affiliate that the tct75 instrument partially fired and siezed. The faulty stapler was removed from service. There was no consequence to the pt.